Event description:
The customer contact reported the device did not pass the touchscreen test. The device was returned to the biomedical department. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to be out of calibration. The probable cause is the touchscreen assembly. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.